Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that at the end of a patient hemodialysis (hd) treatment the blood pump started rotating backwards and the patient blood was unable to be returned. The patient did not experience any adverse event, injuries, or required medical intervention due to this incident. Per clinical manager the patient has returned to regular hd treatment without further issues. The patient estimated blood loss was approximately 150 ml. The patient has a blood flow rate (bfr) of 400 ml and dialysate flow rate (dfr) of 800 ml. The cm stated that the in-house biomed replaced the blood pump and the machine has been returned to service without further issues.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The blood pump was replaced and the machine was returned to service without further issues. A records review was performed on the reported serial number. The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.